Manufacturer narrative:
Concomitant medical products: l331 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The pacing system was removed and replaced with a leadless pacing device. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.